Event description:
It was reported that the patient has expired in 2008, after an implant duration of approximately 2 months. Reportedly, the patient's demise was related to complications of her surgery. It is unknown if the device is available for return as no other details were provided.

Manufacturer narrative:
Device not returned.